Event description:
It was reported that the patient expired after the device was reprogrammed. Additional information was requested but was not received.

Manufacturer narrative:
Analysis of the device did not identify any malfunctions. The device was received with normal telemetry, battery voltage and current consumption levels. Electrical and mechanical tests performed in the laboratory noted normal device functionality. No pacing output anomalies were identified. The magnet rate was also tested and found to be normal and consistent with the battery level.